Event description:
Device report from synthes reports an event in (B)(6) as follows it was reported that this was a spinal fusion (t12-s2) for treating the 4th lumbar compression fracture on (B)(6) 2022. When they cut a cobalt rod with the rod cutter, the severed surface on the rod had some burrs. Whey retried rod cutting a few times, burrs appeared on surfaces again. They completed the procedure with a replacing rod which resulted in five-minute surgical delay. No further information is available. This complaint involves one (1) device unknown rods. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: 510k: this report is for an unknown rod/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.